Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited no capture. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced.